Event description:
It was reported that patient experienced pain centralized in the bladder area, worsening of incontinence, and constant urinary tract infections following an initial urethral bulking implant procedure performed sometime in 2005. The patient was treated with antibiotics, prefers to take natural medicines instead. The worsening of incontinence has since evened out. The urinary tract infections are so severe following sex that sexual activities have ceased. The patient stated that she had never experienced urinary tract infections prior to the implant. The patient will be examined by the doctor in the next couple of weeks. Additional information has been requested from the doctor but not yet received.

Manufacturer narrative:
The lot number is unknown; therefore, no review of the device history record could be performed. The clinical trials involved treatment injections in subjects. The treatment related events are those events that were deemed to be related to either the device or the procedure; all genitourinary events were classified as treatment related. Clinical studies showed that most treatment related adverse events occurred within 24 hours of treatment and subsequently resolved within 30 days. During the course of the clinical investigation 7 % or, 13 out of total subjects receiving the implant treatment experienced pelvic pain, 8 % or , 14 out of total subjects experienced worsening of incontinence, and some out of total subjects experienced urinary tract infection (uti). At the time of clinical study closure 92% of the treatment related adverse events were resolved; pelvic pain, worsening of incontinence, and uti were persistent of its resolution unconfirmed. The severe treatment related events included: bladders spasms, bladder stones, bulking material injected in the bladder, delayed voiding, exposed bulking material, hematuria, pelvic pain and urinary frequency. Possible causes for uti (as addressed on the product labeling) may include exposed bulking material that may be associated to shallow placement and injection too proximal to the bladder neck. Urethral implant material injected near or directly into the bladder may, also, contribute to treatment related adverse events. Physicians may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. Baseline report previously provided.